Event description:
It was reported that the pt experienced a loss of therapeutic effectiveness, with a return of foot pain, low back pain, and leg pain. The pt's implantable neurostimulator system was explanted. The pt resolved without sequelae. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).